Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and burn marks were observed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks were observed. A further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned device. Burn marks were observed around the battery and on the pcba (printed circuit board assembly).contamination due to liquid ingress was observed on the pcba as well as a red liquid ingress dot indicator was observed on the reader¿s casing. Data review is not required as glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery voltage was unable to be measured due to melting of plastic on the ground and power lines. The returned reader was unable to be powered on, and the returned battery was unable to be replaced due to melting between the returned battery and the battery connector. Contamination due to liquid ingress was observed on various parts and components of the pcba and near the battery connector. Contamination due to liquid ingress may cause unwanted shorts between the power line and ground resulting in overheating components on the pcba which may result in burn marks and melted plastic. Off current consumption testing was unable to be performed due to not being able to remove the returned battery. Thermal inspection using a thermal camera was also unable to be performed due to the reader not powering on. A reader self-test as well as functional testing to determine whether the returned reader was drawing excess current from the battery was unable to be performed due to the reader not being able to power on.therefore, this issue will be closed to unable to test. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. The cable and adapter have been requested back for an investigation and the customer agreed to return the device; however, at this time cable and adapter has not yet been received. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed.this report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed.this report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.